Manufacturer narrative:
This spontaneous case was reported by a non-healthcare professional and describes the occurrence of surgery ("surgery (name of procedure not provided) due to essure") in 08 female patients who received essure. On unknown dates, the patients started essure. On unknown dates, the patients underwent surgery (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: surgery. The analysis in the global safety database revealed 09 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc: company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a non-healthcare professional and describes the occurrence of surgery ("surgery (name of procedure not provided) due to essure") in 08 female patients who received essure. On unknown dates, the patients started essure. On unknown dates, the patients experienced surgery (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report refers to 8 consumers who required surgery due to essure (fallopian tube occlusion insert). This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact nature of the surgeries and their indication were not specified. However, given the nature of the reported event, causality with essure cannot be totally excluded. Therefore the case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information cannot be obtained.